Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft-bearing.

Event description:
A motor stall occurred and tube set messages were reported. Patient was in the clinic as of the date of this report for routine refill when this was noted. There were no return of symptoms or therapy problems reported. There were no audible alarms as well. Patient had not had an MRI recently. Per the pump logs the stall occurred on (B)(6) 2013 with ¿stopped pump period may exceed tube set¿ message and it recovered on (B)(6) 2013. On (B)(6) 2013 another motor stall occurred followed by a recovery with the tube set message. There were several more stalls with recoveries following this and the one on (B)(6) 2013 recovered on (B)(6) 2013 with the tube set message ib between. Following this recovery the pump infused until (B)(6) 2013 at which time there was another motor stall, followed by another recovery. The final motor stall was (B)(6) 2013, and tube set message was seen on (B)(6) 2013. Physician was in agreement the pump is not infusing/functioning properly. The pump was programmed to minimum rate and the pump would be replaced. It was later reported that the pump was replaced. Pump contained hydromorphone and bupivacaine. Patient outcome was stated as recovered without sequela.

Manufacturer narrative:
Concomitant: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.